Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6). Product type: programmer. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the controller 97745 intellis ptm (s/n: (B)(6) revealed the screw holes were stripped and causing case separation, and there was a broken system connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt is having trouble with the equipment for their lumbar scs equipment. Pt stated they connected the controller to the implantable neurostimulator (ins) to charge but the recharger just sucks all the energy out of the controller and the ins does not increment. Pt stated this has been going on ever since they got the replacement of the recharger cord september 2023. Pt reported seeing a message that the controller battery is empty but they know it is fully charged. Troubleshooting was unable to be performed. A replacement controller was sent out. Additional information was received from a pt regarding an external device. Pt called back stating they had two ins devices and was talking about the spinal stimulator. Pt noted they still had the same issues with the new controller and recharger telemetry module (rtm). Pt would attempt to charge their ins the whole night but the ins would not charge; during that time the controller would lose its charge. Pt would wake up in the middle of the night and the ins would not charge at all. During call pt verified they were using the new controller and rtm they recently got. Pt was redirected to their healthcare provider (hcp) to see why the ins was not incrementing in charge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.